Manufacturer narrative:
On (B)(6) 2020, infutronix confirmed with the service provider that the affected device was never returned for evaluation and therefore no root cause could be established. Please note: this MDR is a resubmission due to a bug in the FDA esubmitter system. This MDR is a retrospective submission resulted from a complaint handling remediation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "(B)(6) spoke on phone with patient where patient reported the tubing came apart at the proximal side of the pump." A patient was involved but not harmed.